Event description:
It was reported that the side membrane that is used to test the overtemp alarm button on the product is worn out and not responding to the touch. Problem was found during out preventive maintenance schedule. No patient involvement was reported.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Device was received for investigation. The visual inspection showed a cracked enclosure, faded cord, and outdated pcb and power switch. During the functional test, it was found that the buttons on the membrane switch do not work. The customer reported issue was confirmed. The root cause was found to be wear and tear from usage of the membrane switch buttons. No action was taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 2012 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.